Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because the lot number was not provided the device history record and quality notifications was not able to be reviewed, therefore, it was not possible to confirm this complaint as being generated by manufacturing process. Investigation conclusion: DHR review: it was not possible to perform a device history record analysis, since the claimed batch is unknown. Qn/ ncmr review: it was not possible to perform quality notification (qn) or non-conformity report records analysis since the claimed batch is unknown. Not confirmed: bd was unable to confirm the incident in question. Investigation comment: as photos or samples are not available for analysis of this complaint, as the batch number was not informed for analysis, it was not possible to confirm this complaint. Root cause description: based on the information contained in this complaint, a root cause for this incident was not determined due to lack of information to conduct the investigations on the defect claimed .

Event description:
It was reported that after use a bd insyte¿ autoguard¿ shielded IV catheter safety failure failed as"when pressing the activation button of the safety mechanism the needle did not retract into the barrel." There was no report of exposure, injury or medical intervention needed.